Manufacturer narrative:
The reported event of lead fracture was not confirmed. As received, only the connector end of the lead was received for analysis. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-30608. It was reported that the atrial lead was capped and replaced for an unknown reason on (B)(6) 2000. On (B)(6) 2021, the capped atrial lead and the replacement atrial lead were both explanted due lead fracture and a new atrial lead was implanted. The patient condition was stable.